Event description:
Customer reported a battery out limit alarm. The customer's blood glucose was 115 mg/dl. She stated that the insulin pump would get random no delivery alarms and then turn off. The customer also reported receiving multiple battery out limit alarms. The customer was advised to replace the insulin pump when a replacement battery cap did not resolve the problem. No additional information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with normal operating currents. No unexpected low battery alarm, battery out limit alarm or off no power alarm noted. No audio beep anomaly observed during testing. The device passed the rewind, displacement, prime and excessive no delivery test. No excessive no delivery alarm noted. The unit was received with minor scratched display window, cracked reservoir tube lip and cracked reservoir tube.